Manufacturer narrative:
Product analysis observation: macroscopic and optical examination revealed initial portion of thread damaged, followed by vertical thread crest damage on one side of the thread; the location, length, and vertical direction of the damage is consistent with initial misalignment of the set screw to the mas head, followed by thread jumping. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. Conclusion: the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a spinal surgery, two screws slipped and had to be replaced to complete the procedure. No patient complications were reported.

Event description:
It was reported during a spinal surgery one screw slipped and was replaced in order to complete the surgery. No impact was reported to the patient.